Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. That same day, the patient began treatment with vancomycin intraperitoneal (ip) (2gm, every 4 days) and fortaz- ip (1gm, daily). The patient was retrained on pd therapy. The patient was discharged from the hospital 8 days later. The cause of the peritonitis was contamination cat saliva contamination. At the time of this report, treatment was ongoing and the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. To reduce this risk do not perform dialysis in the same room as pets or animals". A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.